Event description:
Customer reported an error with their continuous glucose monitor, identified as cgm error 42. There was no reported adverse impact to the customer¿s blood glucose level. After receiving guidance from technical support to reset the pump, the issue was resolved, allowing the caller to successfully start their sensor session without further errors.